Event description:
This lead was implanted on (B)(6) 2008 and explanted on (B)(6) 2011. On (B)(6) 2011, a call was received from the patient reporting that this lead was explanted on (B)(6) 2011 due to an infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).